Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient was admitted to the intensive care unit (ICU) due to low blood pressure (89/55). A titratable infusion of levophed (30mcg/min) was started along with vasopressin at 0.04units/min. It was reported that during the day, the patient¿s blood pressure became "unstable" and neo-synephrine (titratable dose) was also started. The patient was then transported from the ICU to MRI/CT scan department for spine imaging tests. Upon arrival in the MRI, the patient was transferred from the hospital bed to the MRI table. The two vasopressor infusions were transferred from the alaris infusion system to another infusion pump that is MRI-compatible. After completing the MRI procedure, the patient was transferred back to the hospital bed and the infusions were transferred from the MRI-compatible infusion pump back to the alaris infusion system. However, it was reported that the nurse was unable to turn on the alaris pcu. The nurse then requested the transport aid to go to the emergency department to retrieve another infusion device. The nurse then reportedly left the MRI with the patient to return to ICU. While waiting for the elevator, the patient reportedly "decompensated." The nurse then started cardiopulmonary resuscitation, which was continued while in the elevator and until they reached the ICU. The patient was given 1mg of epinephrine and a return of spontaneous circulation (rosc) was achieved. The patient was reportedly intubated. The event occurred on (B)(6) 2023 at 1830. It was then reported that the patient passed on (B)(6) 2023 and according to the hospital's patient safety director, the death was attributed to "medication error due to the nurse not placing the patient back on the MRI (compatible) pump for the required medications the patient was being administered."

Event description:
It was reported that a patient was admitted to the intensive care unit (ICU) due to low blood pressure (89/55). A titratable infusion of levophed (30mcg/min) was started along with vasopressin at 0.04units/min. It was reported that during the day, the patient¿s blood pressure became "unstable" and neo-synephrine (titratable dose) was also started. The patient was then transported from the ICU to MRI/CT scan department for spine imaging tests. Upon arrival in the MRI, the patient was transferred from the hospital bed to the MRI table. The two vasopressor infusions were transferred from the alaris infusion system to another infusion pump that is MRI-compatible. After completing the MRI procedure, the patient was transferred back to the hospital bed and the infusions were transferred from the MRI-compatible infusion pump back to the alaris infusion system. However, it was reported that the nurse was unable to turn on the alaris pcu. The nurse then requested the transport aid to go to the emergency department to retrieve another infusion device. The nurse then reportedly left the MRI with the patient to return to ICU. While waiting for the elevator, the patient reportedly "decompensated." The nurse then started cardiopulmonary resuscitation, which was continued while in the elevator and until they reached the ICU. The patient was given 1mg of epinephrine and a return of spontaneous circulation (rosc) was achieved. The patient was reportedly intubated. The event occurred on 29 january 2023 at 1830. It was then reported that the patient passed on (B)(6) 2023 and according to the hospital's patient safety director, the death was attributed to "medication error due to the nurse not placing the patient back on the MRI (compatible) pump for the required medications the patient was being administered."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Omit: concomitant med prod data, e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: event attributed to, death?, other details, describe event or problem, if other specify. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, date of death, other relevant history, device available for eval?, returned to manufacturer on, device return to manuf .?, reason code for no evaluation, imdrf annex e, f, b, c and d codes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump shutdown unexpectedly while running on battery power. The pump powered on again after being plugged into power. There was patient involvement with unspecified harm. Although requested repeatedly, the customer was unable to provide additional information or contact for the event.